Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed an unraveled tip. Visual inspection of the returned wire revealed it was severely elongated and unraveled. The teflon coating was scraped off in several areas of the device. A core wire fracture was noted 180cm from the proximal end, where the core wire is joined with the ball weld. Sem analysis revealed the fracture surface shows a zone with axial dimple rupture, characteristic of a ductile material; also the wire in a failure zone presents a reduction of the diameter as a result of an elongation motion, fracture presents some smeared materials. No material anomalies were found. Fracture was due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on additional information received on (B)(4), 2011. It was reported that during preparation for a biliary stent and drain insertion treatment procedure, the guide wire became unraveled. The target lesion was located in the liver. The hoop was flushed with saline and while attempting to remove the amplatz super stiff guide wire, it became stretched and unraveled. The device was not used. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable. However, initial visual examination of the returned device revealed a fracture in the distal end of the guide wire.